Event description:
According to the reporter, intra-operatively, when suturing in a soft tissue, the suture came out of the needle tail and was broken when pulled. The suture could no longer be used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.